Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute mechanical jam with the plunger may include, but are not limited to, vessel locator not placed against the surface of vessel; flex-guide not held in alignment with body of device and the angle of tissue tract prior to and during depression. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a closure using a starclose se device after an unspecified procedure. Reportedly, in step 2, the plunger would not go down. The method used to achieve hemostasis was not provided. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.